Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch with lot number 2990886, red particle material on the shell, white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported right side "sporadic pain and loss of shape for one month of evolution. During physical examination, it was identified pain and breast asymmetry, contracture baker IV¿, "small intracapsular rupture", folds, "nodal growths with oval morphology are observed" and "liquid level inside suggestive of oily cysts" . The device remains implanted.